Event description:
The customer originally returned their evis lucera elite gastrointestinal videoscope due to a flow restriction noted during device maintenance. This event had no patient involvement. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign debris was found in the air/water nozzle. This report is being submitted to capture the reprocessing issue found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, the user's report was confirmed, the flow was restricted due to foreign debris having been lodged in the nozzle. Additionally, the light cover glass was found chipped, and the plug body also had damaged present. The adhesive on the both the light cover glass and the optical cover glass was missing. The distal end adhesive as well as the control body¿s aspiration & air/water housings were all worn. The control angles all had evident play and were consequently not within specification. The water flow and removal were both out of specification as were the results of the electrical safety test. The water channel itself had a blockage present, and the image¿s illumination was found uneven. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The event field in the initial report (MFR# 8010047-2022-09200) incorrectly noted that the evis lucera elite gastointestinal videoscope was returned by the customer due to a flow restriction that was noted during device maintenance. The actual allegation that was reported against the device is as follows: "the yellow pressure was too high" foreign debris was then found protruding from the air/water nozzle during device evaluation by olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it is probable that the issue was caused by a portion of the cleaning brush entering the air/water channel during reprocessing. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Cleaning, disinfection, and sterilization procedures: brushing the channels: the channel cleaning brush is a consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the channel cleaning brush is free from any damage or other irregularities before and after use. If a part of the brush comes off inside the endoscope, immediately retrieve it and carefully confirm that no parts remain inside the channel of the endoscope by passing a new cleaning brush or other endotherapy accessory through the channel. Any parts left in the channel can drop into the patient during the procedure. Depending on the location, the missing part may not be recoverable by passing a new brush or other endotherapy accessory through the channel. In this case, contact olympus.¿ olympus will continue to monitor field performance for this device.